Manufacturer narrative:
(B)(4). The device will be evaluated by a third party service agent. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was unable to shock. There was no patient use associated with the reported event. No further details about the reported event was provided.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device was unable to shock. There was no patient use associated with the reported event. No further details about the reported event was provided.

Manufacturer narrative:
The third party service agent evaluated the device and determined that the cause of the reported issue was due to user error and not a malfunction of the device. The device was not returned to physio-control for an evaluation.

Event description:
The customer contacted physio-control to report that their device was unable to shock. There was no patient use associated with the reported event. No further details about the reported event was provided.